Manufacturer narrative:
H4: the lot was manufactured between october 12, 2023 and october 16, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from an unspecified location. The device had been filled with medication and no abnormalities were observed during the filling process. However, on the second day after delivery, it was discovered that the 'balloon' content had completely drained. The liquid was partially present in the hard plastic casing and partially leaked in the bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.